Event description:
It has been reported to philips that allura disk space was low. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected and confirmed that the system had low image disk space error message. Upon functional testing fse, formatted the image hard drive, and reinstalled ippc software. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.